Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer experienced symptoms of dizziness, frequent urination, vomiting and was taken to the hospital. A blood glucose result of 387 mg/dl was obtained on the hcp meter compared to a sensor reading of 91 mg/dl and customer was diagnosed with diabetic ketoacidosis. The customer was hospitalized for two days and received three IV bags of potassium, vitamin c, and unspecified fluids. There was no report of death or permanent injury associated with this event.